Event description:
In 2009, the lay user/patient's sister contacted lifescan (lfs) alleging that the pt's onetouch ultramini meter continued to prompt the "apply sample" symbol, after a blood sample had been applied to the test strip. The medical surveillance specialist spoke with the pt on 08/18/2009 and obtained the following info. The pt reported that the alleged issue began approx 2 weeks prior to his sister contacting lfs. Despite not being able to test his blood glucose, the pt stated that he continued to take his usual dose of oral medication (type and dose unk). On the afternoon of three days prior to original date, the pt reported that he "passed out" and was taken to the ER where he was treated for a low glucose. The pt was unable to confirm what his blood glucose was when tested with another device, nor was he able to confirm the type of treatment he received while at the hospital. At the time of troubleshooting, the customer care advocate (cca) noted that the pt was using the incorrect testing technique. The reporter was unable to confirm if the test strip was drawing the sample into the test area. The cca also noted that the reporter was unable to retest at the time of the call, and therefore the issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.